Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (500 mcg/ml; 68 mcg/day) for intractable spasticity and movement disorders. Additional medical history or additional medications the patient was taking at the time of the event was not provided. The patient had a pocket revision on (B)(6) 2015 from the left buttocks to the left abdomen (not device/therapy related). On approximately (B)(6) 2016, the medial pocket incision started draining and the entire pump site became extremely tender to the touch. The drainage had gradually increased, and the patient was given antibiotics (cipro). The drainage recently displayed a green/blue hue with a sweet foul odor. A culture was sent on (B)(6) 2016, and the patient was re-started on cipro. It was noted that there was a pump pocket infection. The manufacturer representative reported that "initially the culture was positive for staph and e. Coli, so they were thinking that the issue was a result of the baths that the patient takes. All the cultures were negative from the patient on the day of surgery which was (B)(6) 2016. A full explant of the device occurred on (B)(6) 2016. The patient was doing fine as of (B)(6) 2016. The manufacturer representative believes that the patient would be re-implanted in 3-4 months.